Manufacturer narrative:
Patient height: 179 cm. Manufacturing site evaluation: manufacturing records show that this progav shunt system was manufactured by a qualified employee in may 2018. No deviations were identified during assembly. The valve was inspected as article fv427t. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the reservoir and catheter were received dry- not submersed in liquid as suggested. Significant bloody residue was seen on the reservoir and catheter as well as within the reservoir membrane. Initial visual examination found no significant deformation or damage to the valve. Testing: permeability testing confirmed the valve is permeable. Additionally, the sprung reservoir was able to be filled and emptied through pumping of the membrane as expected. Accordingly, the reported issue could not be confirmed. Conclusion: we can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Due to the returned condition (dry, rather than submersed in liquid as recommended) of the product, our investigation was somewhat limited due to the affect dried deposits of liquid and blood can have on product performance. Based on our analysis, we were unable to substantiate the claim of occlusion as both the catheter and sprung reservoir were permeable. Although no specific conclusions can be drawn, it is possible that even non-visible and small amounts of build-up could have led to a temporary compromise of the system and the described problem. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type have been identified.

Event description:
It was reported that there was a post-operative issue with the shunt system and it was explanted on (B)(6) 2019. This shunt system was implanted (B)(6) 2018. "Dysfunction of the ventricle catheter" was reported. Additional information indicates blockage was encountered. No other details were provided. The system was explanted without any associated patient complications reported.